Manufacturer narrative:
Not all initial reporter information was not provided.

Event description:
According to the pharmacist, the customer was getting blood glucose readings between 500-600mg/dl on the contour meter for 3 days, but did not change diet or medication. She was not feeling well. On the fourth day the customer visited her doctor. The doctor's meter read 700mg/dl while the contour gave a reading of 500mg/dl. Blood was drawn for a lab test. As a result of the lab test (reading was not provided), she was diagnosed with diabetic ketoacidosis and the doctor instructed her to go to the hospital. The customer was given insulin. No further information was provided. Customer was advised to return the strips for evaluation. New meter and strips were sent to the customer.